Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient received multiple inappropriate shocks due to oversensing of noise; therapy was not exhausted in the device. The patient was hospitalized and tachycardia therapy was programmed off in the implantable cardioverter defibrillator (ICD). It was also noted that there were alerts from the remote home monitoring system for out of range shock impedance measurements. When the device was interrogated in the hospital all measurements were found to be within normal limits. Boston scientific technical services (ts) reviewed the data from the remote monitoring system and found alerts for out of range shock impedance measurements going back as far as approximately a year and a half ago. Some of the out of range shock impedances were low a at 0 ohms while others were high and out of range at greater than 200 ohms. Ts noted that inbetween the out of range measurements the impedances appeared to return to a more normal range of 60 to 80 ohms. Further review of the remote data by ts found that the ventricular episode number was greater than (B)(4) episodes within the past 10 months. Most of th episodes showed noise on the rv channel. Ts recommended an x-ray and the field representative noted that a replacement procedure was being considered. A chest x-ray was taken, however the results were not shared with the field representative. The physician noted that the patient rv paces greater than (B)(6) percent of the time and was exhibiting signs and symptoms heart failure. The physician was considering placing a cardiac resynchronization therapy defibrillator (crt-d), however this did not occur. A revision procedure was performed one week later where the rv lead was surgically abandoned. The ICD remained in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.